Event description:
Customer reported that a malfunction code, malf 9, appeared on the mobi pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not reappear afterward. Customer was advised to continue using the pump and to contact support if any further malfunctions occur.